Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was chipping in the reservoir when customer unscrews it. The customer stated that the insulin pump rejected new batteries and diminished battery life. No when harm requiring medical intervention was reported. The device will be returned for analysis.